Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 37712 serial # (B)(4) determined there was no significant anomaly found with the ins. Good stable output was noted in each electrode pairs ins had when received. Analysis of extension model 3708140 serial # (B)(4) determined the product was cut through and the product was segmented (suspected explant damage). No significant anomalies were found with the extension. Analysis of extension model 3708140 serial # (B)(4) determined the product was cut through and the product was segmented (suspected explant damage). The continuity was acceptable and there were no shorts between the circuits. No significant anomalies were found with the extension. Analysis of lead model 377845 serial # (B)(4) determined no anomaly was found. There were no shorts between the circuits and the continuity was acceptable. Analysis of lead model 377845 serial # (B)(4) determined the #1 wires was broken at the connector crimp sleeve. The outer insulation was intact. Analysis of the boot accessory determined there was no anomaly found. Analysis of the boot accessory determined there was no anomaly found. Analysis of the anchor determined no anomaly found. Analysis of the anchor determined no anomaly found. Extension model 37081 serial # (B)(4) implanted: (B)(6) 2010 explanted: unknown extension model 37081 serial # (B)(4) implanted: (B)(4) 2010 explanted: unknown lead model 3778 lot # v538116031 implanted: (B)(4) 2010 explanted: unknown lead model 3778 lot # v550635009 implanted: (B)(4) 2010 explanted: unknown.

Event description:
It was reported that a lack of efficacy occurred. Troubleshooting took place and it was attempted to reprogram to capture the painful areas but the patient did not receive any efficacy. An impedance check, reprogramming and cycling were done weekly to biweekly after implant. The patient continued on the previous medication he was on before the implant. The therapy did not ever provide any relief.